Event description:
Medtronic received information that 11 months post implant of this annuloplasty ring, the patient presented to the hospital with severe mitral regurgitation. An echo was performed and showed a pericardial leak. The physician attempted to repair the valve but ultimately was unable to and decided to replace the ring with a non-medtronic 29mm valve. No adverse patient effects were reported.

Manufacturer narrative:
Analysis/conclusion: this supplemental report was filed due to additional information related to the cause of explant. The event description was updated. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that 11 months post implant of this annuloplasty ring, the ring was explanted for an unknown reason. Additional information has been requested.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow up report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.